Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user changed the cartridge and tubing. Reportedly, the user's blood glucose level was over 600 mg/dl with trace ketones. The user addressed bg level with a manual injection.